Event description:
It was reported that the patient heard an alert. It was noted on interrogation that the right ventricular lead high voltage impedances had jumped, were high, and were spiking up and down. It was suspected that there was a fracture of the pace/sense and high voltage circuits. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.